Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to a driveline infection. Cultures were positive for (B)(6). The patient was treated with co-trimoxazole and switched to doxycycline due to increasing retention parameters. On (B)(6) 2017, a CT scan revealed a 56 x 25mm inhomogenous formation in the abdominal wall paramedian left of the driveline. On (B)(6) 2017, a wound revision was performed and vacuum assisted closure (vac) therapy was applied. On (B)(6) 2017, hemostasis was achieved and a vac change was performed. On (B)(6) 2017, a wound revision was performed and a secondary wound closure was applied. On (B)(6) 2017, cultures were again positive for (B)(6). It was reported that long term suppression therapy with doxycycline was necessary. The event reportedly resolved by (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause of the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.